Manufacturer narrative:
The insulin pump passed self-test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioned properly per bolus wizard sample in the user guide. The pump was properly communicated with glucose sensor simulator and one touch ultra-link blood glucose meter. No inaccurate readings were noted. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated for the high blood glucose with shots. The customer stated that the pump is not getting the reading from the meter after she changed the battery. The customer was assisted in reviewing the alarm history. The customer stated that there were no a alarms. The customer stated that the pump gave him insulin but the readings are not going to the pump. The customer stated that he entered a blood glucose reading of 190 mg/dl and the pump calculated a bolus of 0. The customer was advised that active insulin will not recommend more insulin if he already bloused.